Event description:
It was reported that an asymptomatic patient presented in-clinic follow up with post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended. Dft testing was normal. There were no complications to the patient.

Manufacturer narrative:
(B)(4).